Manufacturer narrative:
Eval summary: eval: a datascope 10 fr, 6 in sheath/hemostasis valve assembly was returned for eval with blood noted on the exterior of the device. The iab used with the assembly (j1595747) was not returned for examination. Visual examination revealed the sheath to be kinked at the sheath/sheath hub junction. A sheath/sheath hub leak test was performed on the sheath assembly according to datascope's mfg specs. No leak was noted from the junction at this time. The junction was within quality control specs. Probable cause of difficulty: lab examination did not confirm the reported leak at the sheath/sheath hub junction. A sheath is compromised of a hub molded around the end of a sheath tube. In addition, the sheath is made of a soft material so as not to injure the pt's artery during the insertion procedure. It is possible that the sheath was subjected to torque &/or tension at the sheath/sheath hub junction during the insertion procedure creating a leak condition, as evidenced by the kink in the returned item at this location. Finally, it is worth noting the leak at the sheath/sheath hub junction did not jeopardize balloon function.

Event description:
On 6/25/98, the following was reported to datascope: there was no pt injury or complication as a result to the event. [Event complications]: bleeding- reported 5/7/98; none- reported 6/25/98. [Pt's current status]: unk- rpt'd 6/25/98.